Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she is experiencing blurry vision, glare, and discomfort. She believed these symptoms would lessen with time, instead they became worse and she believes her eyes are worse than before surgery. She reported her eyes tire after only a few mins of reading and reading glasses do little to help. She reported she was told she had monovision, farsighted in one eye and nearsighted in another; and wonders if she was misdiagnosed. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 03/16/2012 and 04/10/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).